Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that this ambulatory infusion pump intermittently exhibited a "no disposable, clamp tubing" alarm during use by the patient. Troubleshooting was unable to resolve the issue. No adverse patient effects were reported.

Manufacturer narrative:
One used cassette was used for investigation. A visual inspection was performed and no damage was detected. The cassette was then tested on two different pumps for the "no disposable" occurrence as reported. The cassette passed both tests. The complaint was unable to be confirmed.